Event description:
The customer reported that the internal paddles did not deliver a shock when the button was pushed. There was no pt incident reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.